Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2003 (B)(6); 2187 implantable pacing lead - 2003 (B)(6). (B)(4).

Event description:
It was reported that during the implant attempt, after the device was connected to the leads, a lack of pacing was noted. The device was removed, and external pacing was immediately instituted, during which the device fell on the floor. The device was not used,and another device was implanted. During the placement of the second device, after connecting the leads and placing the device into the pocket, intermittent oversensing was noted. The device was removed, and the leads were removed, tested, and reconnected to the device as all three appeared to be functioning appropriately. A grommet issue was suspected, and the device was placed back into the pocket, where the issue resolved after fifteen minutes. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, after the device was connected to the leads, a lack of pacing was noted. The device was removed, and external pacing was immediately instituted, during which the device fell on the floor. The device was not used, and another device was implanted. During the placement of the second device, after connecting the leads and placing the device into the pocket, intermittent oversensing was noted. The device was removed, and the leads were removed, tested, and reconnected to the device as all three appeared to be functioning appropriately. A grommet issue was suspected, and the device was placed back into the pocket, where the issue resolved after fifteen minutes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.